Event description:
During the procedure, the handpiece of the phacoemulsification machine made a 'ding ding' noise after it came in contact with the eye, when the md noticed a white plume. She removed it from the eye when she noticed that 80% of the tunnel roof of the temporal wound was missing. The wound was closed with 3 10-0 nylon sutures. This wound continued to leak the next day and the patient was brought back to the or two days later for more repair. It is uncertain the extent of the harm at this time; this patient has a 10-15% chance of needing a partial corneal transplant. Patient is being watched by the md. It is also uncertain if this is an equipment failure or a communication problem between surgeon and scrub tech and the settings were incorrect.